Manufacturer narrative:
Evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) has been confirmed. Upon investigation, the rear response button was non-functional. The cause for the defective response button was an open connection in the response button cable. The response button ribbon cable was unseated. The root cause for the unseated cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) had non-functional response buttons.